Event description:
On (B)(6)2012, the reporter contacted animas, alleging a potential intermittent power issue. The pump was unavailable for troubleshooting at the time of the initial contact. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/09/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2013 with the following findings: during investigation, a review of the black box history showed no evidence of pump reboots. The battery cap was not returned with the pump. No damage was found to the battery compartment. A new test battery cap attached to the pump properly with no visible yellow o-ring showing. During evaluation, the pump was exercised for 24 hour duration test using the test battery cap with no power interruptions. The pump cover was removed and no evidence of intermittent connections or moisture contamination were found inside the pump. The complaint of an intermittent power issue was not able to be duplicated during the investigation and no defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.